Event description:
The pt was experiencing increased pain. The pt was admitted to the hosp for pain management. The pt's dose was increased 15%. A day and a half later, the pt was still in pain, so the dose was to be increased again. When the pump was interrogated, it was found to be in stopped mode and had been for 34 hours and 38 min, which was similar to the time the initial dose increase had been programmed. The pump logs showed that the pump was programmed to stop mode. The pump was restarted with fentanyl 4000 mcg/ml and a daily dose of 1735.6 mcg/day. The pt stabilized and was discharged. The pt recovered without sequela.